Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. There was no reported patient involvement associated with the complained event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. It is unclear if the device was found broken on (B)(6) 2017 or was actually broken on (B)(6) 2017. (B)(6). The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: apr 20, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the drill bit was broken, or was discovered to be broken at the facility loan department. There was no patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The visual inspection has shown that approximately 10 mm from the tip section is broken. The broken tip was not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and damaged. There are also deep scratches at the end of the cutting edges visible. Measurement of outer diameter ø2.0, gage: 3-03-17585 , tolerance ø2.0 0/-0.03 , result of both drill bits are: ø1.99 "pass" as per the relevant drawing. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.